Manufacturer narrative:
Per issue, pt has anemia (hemoglobin 8.7, hct less than 30%). Per product user guide - limitations, hematocrit ranges between 30-55% will not affect test results." Pt may have colon and/or liver cancer, has hypothyroidism, lupus, end-stage liver failure due to hepatitis and is taking oxycodone on a daily basis. Pt current medication and health status may affect coagulation test. This may lead to unexpected inr result or testing error. Customer also adds multiple drops sometimes when she has a hard time getting sufficient blood for testing. This may affect coagulation test and lead to unexpected inr or errors in testing. Be advised to apply a single, hanging drop the size of a pea to test strip. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 6.5 inr, reference: 5.9 inr, mean: 6.15, confidence limits: na; date: (B)(6) 2011, inratio: 6.4 inr, reference: 5.4 inr, mean: 5.90, confidence limits: na; date: (B)(6) 2011, inratio: 1.4 inr, reference: 1.1 inr, mean: 1.25, confidence limits: 1.0 - 1.5. For a and b, the mean is >5.0 and the difference is less than 2.2. And only one inr value is greater than 5.0. These results are considered accurate within the context of the documented variability for inr testing. For c, the mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Inr result from (B)(6) 2011 was excluded from data analysis because pt was on lovenox. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for pts on heparin therapy." Previous investigation of strip lot 247451 from a previous case met both accuracy and precision criteria. No further investigation is required. Per product user guide - limitations, "hematocrit ranges between 30 - 55% will not affect test results." Per product user guide - limitations, "this test should not be used for pts on heparin therapy." Pt's condition and medication may have contributed to unexpected results. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). Action threshold (B)(4) has been reached. Strip lot in complaint has strip code 62935 which brick lot number 237418 was assigned and packaged into three strip lots (247450 and 247451). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 6.4, lab: 5.9, retest lab: 5.4; date: approx (B)(6) 2011, inratio: 1.4, lab: 1.1; date: (B)(6) 2011, inratio: 2.0, lab: 1.7. All lab results within about 2 hours of inratio2 results. Pt's target therapeutic range is 2.0 - 3.5, but dr prefers her to be on the higher end. Vitamin k administered (B)(6) 2011 based upon lab results. Pt hospitalized after (B)(6) 2011. Lovenox administered approx (B)(6) 2011 based upon lab result.